Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the compact air drive device did not function. An issue with air supply to the device. It does "receive" air; however it does not want to function was confirmed. An assessment was performed on the device which determined that the gear was broken and torn off. It was further noted that the transmission was broken, the teeth of the hollow shaft were worn, and the device was leaky. It was determined that the material was false and defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device did not function. It was further reported that there was an issue with the air supply to the device. The reporter stated that the device received air but did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.